Event description:
It was reported that during a right thyroid lobectomy procedure, the surgeon had fired the device nine firings and on the tenth and eleventh firings the clips scissored but did not cut the vessel. They used a second like device to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? 10th and 11th. What vessel or structure was the device fired on at the time of the event? Thyroid. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? Yes surgeon fires too fast. Was any unexpected resistance felt while firing the trigger? Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? In. What were the indications for surgery? Asku. Does the patient have any relevant history of surgical treatments? If so, what? Asku surgeon.